Event description:
The user reported the pump alarmed as intended when 3 separate devices were in use. The pt was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.